Manufacturer narrative:
(B)(4). Batch # r57x5m. Device evaluation summary: the analysis results found that the cdh29a device arrived and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify the statement of "not completely stapled"? Was the staple line incomplete (meaning missing staples from the staple line)? Or were malformed staples seen (unformed, irregular, legs straight)? Response: the staple line was incomplete due to malformed staples. Not missing staples.

Event description:
It was reported that during an unknown procedure, the instrument was difficult to close not completely stapled, no longer possible to open, resected, new instrument. No patient harm nor significant delay reported.